Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported programmer power on issue; loose connection found between the lem (link electronics module) pcb (printed circuit board) and the mpu (microprocessor unit) pcb. Analysis was unable to confirm the reported system error. Concomitant medical products: 229047 analyzer. (B)(4).

Event description:
It was reported the programmer won't turn on, system fault. The programmer was returned for repair. No patient complications were re ported as a result of this event.